Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt who had a procedure sheath in place >24 hours. Due to the pt's known drug allergies, no antibiotics were administered prior to deployment of the device. The pt was later discharged home. The pt returned (unknown length of time from date of deployment) with an abscess which was drained (needle aspiration) & cultured. Cultures grew staphylococcus aureus, as well as gram positive cocci in pairs & clusters. The pt was readmitted to the hosp & given IV antibiotics (vance0cipro). On day two the wound had decreased swelling & redness, & was noted to be healing. On day three the infection was noted to have resolved & the pt was discharged home. As of 3/12/1998 there have been no further reports of complication or pt sequelae reported to the MFR.